Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified a breach on the surface of the eva material. Functional testing confirmed the reported condition. The breach did not appear to have been caused by the manufacturing process; therefore, the root cause remains unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the back, upper left side. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.